Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard bc pro winged 20gx1" the catheter sheared and foreign matter remained in the patient. The following information was provided by the initial reporter: short description: foreign body cephalic vein. When did the incident occur? During use. Detailed incident description: a foreign body remained in the cephalic vein at the level of the patient's left eapula. A fragment of catheter. It will be removed in the operating room. The catheter was inserted into the left fold of the patient's arm on 14 august without any difficulty. It was removed the same day. There was some redness, but the puncture site was clean. On 28 august, the patient reported pain in her arm. We don't have the batch number.

Event description:
It was reported while using bd insyte autoguard bc pro winged 20gx1" the catheter sheared and foreign matter remained in the patient. The following information was provided by the initial reporter: short description: foreign body cephalic vein when did the incident occur? During use detailed incident description a foreign body remained in the cephalic vein at the level of the patient's left eapula. A fragment of catheter. It will be removed in the operating room. ------ the catheter was inserted into the left fold of the patient's arm on (B)(6) without any difficulty. It was removed the same day. There was some redness, but the puncture site was clean. On (B)(6), the patient reported pain in her arm. We don't have the batch number.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.